Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va08ptu, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was originally reported on (B)(6) 2014 that the patient had a hematoma and a patient injury. It was noted a week prior to report the patient had woken up with a neck ache and they went ¿downhill from that point.¿ it was stated the patient had an injury and they had gone to see their doctor about one month prior to report because of headaches on the side of their head where the leads were. It was stated the patient had a concussion at that time. It was noted the concussion was caused by a fall in their bedroom where the patient had hit their head. It was stated the patient had 3 concussions in their life because they were ¿sort of a klutz¿ and they had fallen recently. It was noted the patient had been hospitalized ¿on a couple of occasions because when they would hit their head their forehead would swell and it was insane.¿ it was noted the patient might have had a bit of blood there and that¿s why they had headaches. It was stated they may have had a little subdural hematoma that would have created the pain from the leads. Two days later it was reported that the patient was staying at the clinic¿s hotel for the outpatient program at the time of the report. The reporter stated that after implant everything was fantastic and all of her symptoms went away, maybe 95% of them, but then all of a sudden last week they all came back in a 24 hour period and got progressively worse. The patient went to the doctor to reprogram the device ¿on friday and today.¿ the reporter noted that at previous reprogramming sessions the patient could always feel the doctor reprogramming, such as her arm jerking if it got too high or feeling it in her tongue which would go away, but this time she felt nothing. The doctor tried twice to reprogram it. The reporter noted that the patient had to go in for reprogramming every two months to ¿tweek¿ it a little bit. The reporter stated that they seemed to believe the device was working, they had no reason to believe otherwise, except none of them had seen it come back so fast in such a short time. The reporter stated that ¿something was odd when something stopped working immediately.¿ the reporter stated that ¿after seven months of absolute perfect to have it all go to hell in one day, something was not right there.¿ the reporter was assuming that something went wrong or the battery went out or it got turned off. The doctor reportedly told the reporter that the device was working. The patient still had ¿full symptoms going.¿ the reporter was not sure if they had tested system integrity or not and did not know if they were getting any messages on the patient programmer. The reporter stated that the patient was also in excruciating pain, all within 24 hours. The patient had a concussion two weeks prior to the report. The patient hit her head against the wall, but had no symptoms at that time. The reporter stated that the implantable neurostimulator (ins) was ¿way off to the side, so they could not really set it and it was bugging the hell out of the patient.¿ the patient was playing with the ins all of the time and trying to make it feel better. The patient pushed the ins from side to side because it ¿kind of rubs against the bone.¿ the reporter stated that the doctor said the only way to change it was when the ins was changed out the next time. The doctor had not done any x-rays or anything. The reporter was going to talk to the doctor the day after the report. Additional information was requested, but was not available as of the date of this report.